Event description:
It was reported that the customer is having difficulty applying and taking the stretcher out of brake. This has allegedly resulted in an injury to a nurses foot or ankle. Further information has not been provided.

Manufacturer narrative:
The alleged caregiver injury resulted in a torn tendon in the arch of their heel. The injury required mris and a foot brace. The issue was resolved for the customer by replacing the side control link of the unit.

Event description:
It was reported that the customer is having difficulty applying and taking the stretcher out of brake. This has allegedly resulted in an injury to a nurses foot or ankle. Further information has not been provided.